Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and that they were unable to calibrate their sensor. The customer's blood glucose at the time of the event was 50 mg/dl. The customer did not indicate a form of treatment. Troubleshooting was declined. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.